Event description:
It was later reported that the patient was explanted. Right heart failure was present at the time of hospitalization, but hemodynamics stabilized with intravenous treatment, and the risk of right ventricular assist device (rvad) implantation was not considered high. The device did not cause or contribute to right heart failure. On (B)(6) 2025, a v-v ECMO (ra drainage, pa return) was placed at the time of left ventricular assist device (lvad) implantation. It was not a vad. The ECMO was removed on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported right heart failure (rhf) could not be conclusively determined through this evaluation it was reported that a veno-veno (vv) extracorporeal membrane oxygenation (ECMO) with right atrium drainage and pulmonary artery return was placed at the time of the left ventricular assist device (lvad) implantation. The rhf was present at the time of hospitalization, but hemodynamics stabilized with intravenous treatment and the risk of right ventricular assist device (rvad) implantation was not considered high. A device related issue did not cause/contribute to the rhf. The ECMO was removed. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B is currently available. The IFU lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The current revision of the IFU can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that on 09aug2025, the patient suffered with stroke due intracranial hemorrhage (occipital region), neurological dysfunction, for less than 24 hours. A computed tomography (CT) was performed. The patient was on warfarin, heparin and aspirin at the time. The event was possible influence of anticoagulants. On (B)(6) 2025, they experienced upper gastrointestinal tract bleeding. Blood transfusion was performed. Anticoagulant therapy at the time of the event were warfarin and aspirin. Test values on (B)(6) 2025 showed that prothrombin time (inr) was 1.8 iu, activated partial thromboplastin time was (aptt) 31 seconds, and platelet count (plt) was 22.1 ×104/l.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas) serial number (B)(6), and the reported right heart failure (rhf), stroke, and bleeding could not be conclusively determined through this evaluation. It was reported that a veno-veno (vv) extracorporeal membrane oxygenation (ECMO) with right atrium drainage and pulmonary artery return was placed at the time of the left ventricular assist device (lvad) implantation. The rhf was present at the time of hospitalization, but hemodynamics stabilized with intravenous treatment and the risk of right ventricular assist device (rvad) implantation was not considered high. A device related issue did not cause/contribute to the rhf. The ECMO was removed. Additional information provided stated that a computed tomography revealed an intracranial hemorrhage in the occipital region of the patient¿s brain, and the patient experienced neurological dysfunction. Approximately a month later, the patient experienced upper gastrointestinal tract bleeding which was treated with blood transfusion. The patient¿s international normalized ratio at this time was 1.8 iu, activated partial thromboplastin time was 31 seconds, and platelet count was 22.1 x 104/l. Both events were considered as influenced by the anticoagulant therapy treatment the patient was undergoing. The patient remains ongoing on hm3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B is currently available. The IFU lists potential adverse events, including stroke, right heart failure, and gastrointestinal bleeding that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Additionally, the IFU contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had device removed due to ventricular recovery or withdrawal.